Event description:
The customer contacted physio-control to report that during a patient event their device cycled power multiple times by itself. The patient, a (B)(6) female, had been having chest pains. The paramedics observed that the patient was in atrial fibrillation. No defibrillation shocks were delivered.there were no reported adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to duplicate the reported failure. Physio reviewed the electronic patient record from the patient event and confirmed that the device cycled power multiple times during the event. As a precaution, physio replaced the system/memory pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.